Event description:
Medwatch report # (B)(4) received, a copy will be included with this report.

Manufacturer narrative:
There are two DHR's for the lot number referenced in this complaint. One DHR quantity consists of (B)(4) pieces, the second DHR is for a quantity of (B)(4) pieces of the subject part number. Both DHR's were reviewed for this complaint and there are no ncr's contained in the files. Product in each DHR conformed to all testing and certification requirements. The investigation could not be completed, no conclusion could be drawn, as no product was received.